Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the investigation. See b5 for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in june 2022. Although it was determined that the defect was likely caused by failure of the image sensor unit or video connector, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the issue occurred during a laparoscopic procedure. There was a 5 minute delay and the procedure was completed with a similar device.

Event description:
The customer reported the endoeye flex deflectable videoscope displayed an e218 error message. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was not confirmed and an e218 error code was not displayed. Evaluation did find there was image noise and a temporary loss of image due to damage on the charged coupled device (ccd) unit, the bending section cover adhesive was chipped, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.